Event description:
It was reported that the left ventricular lead could not be implanted due to the patient's anatomy and difficulty positioning the lead. Phrenic nerve stimulation was also noted during the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.